Event description:
It was reported that noise and oversensing were seen after the pocket was closed due to damaged grommet seals of the device. The pocket was reopened and silicone adhesive was applied to the grommet seals on both sides of the device and no oversensing or noise was seen anymore. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.